Manufacturer narrative:
(B)(4). Batch # n92807. The device was received with no apparent damage. The device was tested with a generator; the hand activation was not functional. However, the device worked properly with footswitch. The instrument was disassembled to inspect the internal components and it was noted that the hand activation switch button was damaged. This caused the hand activation failure. No conclusion could be reached as to what caused this issue. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy, the device became not to function with the hand switch. Another device was used to complete the case. There were no adverse consequences to the patient.